Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator's internal paddles are damaged. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the internal paddles were damaged. Available details indicate that the customer was advised to order the replacement internal paddles (pn: m1742a) through their local distributor. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to the internal paddles. The root cause of the component failure could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was instructed to purchase replacement internal paddles from their local distributor to resolve the issue. The absence of further calls supports that the reported problem has not recurred and was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.